Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in for a refill today, but the pump was due for a refill on 4/20. The hcp wanted to know if the pump was still functional. Technical service explained the pump would need to be filled with saline or medication to confirm accuracy. Technical service reviewed empty pump considerations. The hcp stated that the patient's managing physician retired and she thinks they would now be seeing a different doctor (name provided) from the same practice.